Event description:
An 18mm x 26mm bifurcated stent graft from another manufacturer was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was modelled with a reliant balloon, which inflated within the graft. After this was done it appeared that the spring of the extension stent graft penetrated into the aortic wall and a drop in blood pressure was noted as there was bleeding. Another infrarenal proximal extension was implanted into this area. The patient was stable; however, after the procedure, the bleeding continued and the decision was made to convert to an open surgical repair. It was noted that the over-injection of the diluted contrast solution for inflation of the balloon was one of the causes of the aortic damage. No additional clinical sequelae were reported and the patient was stable.

Manufacturer narrative:
(B)(4). Evaluation codes, results: (arterial trauma/dissection/perforation), (over inflation of the balloon), (another manufacturer's stent graft). Conclusion: (over inflation of the balloon), (another manufacturer's stent graft).